Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. (B)(6). Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Service history review: part no.351.16j, lot no: xxxxxna: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2015 the reamer shaft attachment fell apart during a tibia rodding surgery. The reaming was able to be completed without delay or adverse effect to the patient. All fragments were retrieved and nothing remained in the patient. Surgery was completed successfully without any surgical delay and any other medical intervention required. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data: catalog number. Lot unknown other: UDI: (B)(4) lot unknown. Service history review: part no.351.16, lot no: xxxxxna: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service & repair evaluation: the customer reported the reamer shaft fell apart. The repair technician reported the shaft connector was received disassembled and the part was etched incorrectly. ¿loose component¿ is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit for further evaluation. Product investigation summary: the following complaint device was received for investigation: one (1) flexible shaft connector for use with hand drill (part 351.16 / lot unknown) the returned instrument was examined and the complaint condition was confirmed as the connector was received disassembled; all components were present. No definitive root cause was able to be determined; however, the failure mode is consistent with misassembly following sterilization. The flexible shaft connector is a component of the flexible reamer set, which is utilized if reaming of the medullary canal is desired prior to the implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and cannulated tibial nails. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. The failure mode is consistent with improper reassembly after sterilization. The set screw is intended to align the knurled cap with an angled slot in the instrument body, allowing the release mechanism to function smoothly. Based on the complaint description, it is likely that the set screw was not aligned with the slot and therefore was not able to be fully threaded into the cap. This resulted in the instrument falling apart intra-operatively. The manufacturing drawing noted that loctite 243 was applied to the set screw in question; as such, the instrument was not intended to be disassembled. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.